Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the errors pointing to the remote arm controller (rac) board on the console and replaced the rac to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa confirmed the reported complaint via system logs. Visual inspection found no issues that were related to the reported issue. The rac was analyzed and found to have the 307 error when installed on an in-house system. The probable root cause is due to an issue with the rcm. This issue can be resolved by contacting isi and having the fse replace the rac.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called to report that the system repeatedly powered up with non-recoverable fault errors 252 and 307. Although the logs were incomplete when the call ended, the available entries indicated error 307 on the surgeon side console (ssc), suggesting a possible issue with remote arm controller (rac) 1. The customer mentioned he had tried installing the sim backpack on the ssc a few days earlier, but persistent errors prevented its use, so he had abandoned further attempts until today. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer through multiple power cycles, but the errors persisted, leading the site to convert to another da vinci system for their procedure. No known impact or patient consequence was reported.